Event description:
Caller reported a cartridge alarm 20, which did not occur during the load process. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump because cartridge alarms occurred with consecutive cartridges even though the pump was still under warranty. The customer did not have the most up-to-date pump software, so they were informed that the replacement would include updated software. The customer was instructed on using the pump's storage mode and was reminded to return the malfunctioning pump with a pre-paid label within ten days. Additionally, cts provided guidance on the procedures to follow upon receiving the replacement pump, and the customer planned to use multiple daily injections as backup therapy until the new pump arrived.